Event description:
The customer reported the circuit breakers were off, which rendered the system unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit breaker and the 3a3 circuit board were replaced. The system was then found to be operating as intended.